Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. It was noted that the patient paces in the rv 1-2% of the time. There was also some noise which was oversensed, however there was no pacing inhibition as the patient had an intrinsic rate. An rv lead evaluation was planned as well as possible reprogramming to aai mode. The patient was seen in clinic with acceptable impedance measurements observed. The pacing mode was reprogrammed to aai. No adverse patient effects were reported.